Manufacturer narrative:
Device received on july 7th, 2020. Device evaluation completed on july 9th, 2020: during the visual examination of the device, two tears were observed on the posterior view. Tear a measuring approximately 1.9 cm and tear b within an area of siltex cracking, measuring approximately 0.5 cm. Microscopic examination in the edges of the tear a revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The device lot number cant be found in data base for manufacturing review. If it becomes available mentor will report accordingly. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received indicates that the patient underwent bilateral removal and replacements as follow; right replaced with cat#:3502300, sn#(B)(4), and left replaced with cat#:3502300, sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 300cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020.